Manufacturer narrative:
Based on the claim against the product by the customer noting, a broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The wires were exposed and all pieces of the insulation were present. The instrument failed the electrical continuity test. No signs of thermal damage was observed. The root cause is attributed to a component failure. The probable root cause of a broken conductor wire is attributed to device design that is susceptible to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is a reportable malfunction due to the following conclusion: failure analysis identified that the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the 8mm maryland bipolar forceps instrument wire was broken. No other information was provided intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.